Event description:
Rec'd user facility medwatch form via clinical services. Director of nursing reports that on the day of the event, the pt's dialysis treatment was initiated without incident. The md saw the pt approx one hour into the treatment, pt had no complaints at this time. Post treatment, after returning from the br, the pt reported that he had blood in his urine. He was advised to stay further evaluation, he then reported he had had abdominal pain towards the end of the treatment, but was reluctant to report this, as he didn't want to stay. Pt the sent to the ER for further evaluation and was admitted. Work-up completed in approx three days. Diagnosed as acute hemolytic pancreatitis actual sample has been saved. The don reports that they suspect a kink in the arterial line as the cause of the hemolysis based on a "decrease in venous pressure over the course of the treatment." (Highest vp 260, lowest 210). The don reports that the pt care staff did not observe an actual kink in the line. The pt was hospitalized for approx three weeks, was discharged and is now recovered from the event. This is one of two pir's for same pt event, reference pir#9701641.

Manufacturer narrative:
Pir# 9701643 await samples for evaluation. Spoke with chief technician from facility, states he will sent out samples for evaluation today. Mcallen co received actual sample on 1/21/1998. The line was visually inspected according to specifications. A class I kink was detected midway along the pump segment tubing. According to fmc standards, a class I kink is considered a minor defect. Functional testing not required. The complaint was confirmed by sample analysis. The record review did not indicate anything relative to the complaint. On the basis of this evaluation, co does not consider this kink to be a mfg related defect. The line had been used three times, prior to the event, without incident. However, it is possible that the pump segment kinked during the treatment, within pump housing, where it may not have been easily observed. It is reported that the clinic staff did not observe an actual kink in the line, but based their assumption that the pt reaction was related to a kink due to a decrease in venous pressure over the course of the treatment. We encourage all customers to follow manufacturer's recommendations on the proper loading and unloading of the blood pump. A follow up letter has been sent to the customer. This complaint is closed.